Event description:
Pt was using folding shower chair in the bathroom when arm became trapped in the chair. Pt attempted unsuccessfully to free himself and was trapped on the floor of his bathroom for 2 days.